Manufacturer narrative:
The surgeon completed the procedure using alternative navigation and intraoperative o-arm imaging. The right l3 screw was repositioned, and the patient was reported to be in stable condition with no injury to surrounding anatomical structures. Based on the available information, including imaging review and procedural details, there is no indication of device malfunction. Quality compliance will continue to monitor for similar complaints as part of routine post-market surveillance.

Event description:
During navigation using 7d surgical flash imaging, the l2-3 segment was navigated off of l2 registration without issue. Navigation for l4 was subsequently performed using l3 registration. Intraoperative navigation images indicated that cannulations and screws were positioned within the pedicles. However, an o-arm spin performed at the end of the case revealed a lateral breach of the right l3 screw. The surgical team transitioned to an alternative navigation system and utilized intraoperative o-arm imaging to reposition the affected screw. The procedure proceeded without further complication. There was no patient injury; the breach did not contact or affect any vessels or neural structures. All screws were successfully repositioned, and the patient is reported to be doing well postoperatively.